Manufacturer narrative:
E1;(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image noise during a diagnostic upper gastrointestinal examination involving an olympus gastrointestinal videoscope. The intended procedure was completed using the same device. There was no patient injury reported.